Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a protege everflex self-expanding stent to treat an unknown lesion. It was reported that approximately 26 months later, the patient expired. The cause of death was not provided.